Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the with reason as cannot see well of out eye and clinical reason for explant being because of position of lens. The iol was explanted and exchanged for different model but same diopter company lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been requested and received stating that the reason for explant was the correction of residual. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).